Manufacturer narrative:
Customer contacted bci on (B)(6) 2011 for problems calibrating the system. Hotline recommended troubleshooting steps and then patient samples were run and erroneous results were generated. Customer then performed qc which was within the lab-established ranges. Another calibration was run (after troubleshooting), then patient samples were re-tested and qc was run again. Customer contacted bci again stating the false results were generated. Hotline then recommended additional troubleshooting steps and initiated a service call. When a field service engineer (fse) arrived on (B)(6) 2011, the issue seemed to have been resolved with the actions taken by the customer and subsequent running of the instrument. The fse serviced the electrolyte injection cap (eic), and during the installation, the fse discovered rubber tube cap shards stuck in the eic valve and the eic block. The fse cleaned the shards from the eic block and replaced the eic valves. The fse checked the performance of the cap piercer and it looked good. Since the issue appeared resolved when the fse arrived, it is not clear that the rubber shards were the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na), potassium (k), chloride (cl), and calcium (calc) results generated by the unicel dxc 800 pro synchron clinical system for three (3) patients. The results were not reported out of the lab. The lab ran the samples on the other instrument in the lab, getting more believable results, and these results were reported. The customer complained of na, cl and calc results, but upon review of the results it shows that the difference in k results exceeded assay precision claims for two of the three patients. On the 3rd patient, k, cl and calc results were all within assay precision claims. Patient treatment was not affected.